Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported while using one of our omnispan deployment guns and a 27 degree implant, the physician loaded the implant and the plastic sheath shifted and the backstop fell out of needle. Another 27 degree needle was opened. After loading the needle and putting the implant into the knee, the implant was inserted into meniscus. The gun was then fired, yet the gun would not deploy the implant. Physician then squeezed harder and the grey trigger broke. He removed both the implant and the gun and asked that a new gun and implant be opened. Opened another gun and one more 27 degree needle to complete the case. There were no patient consequences. The sales representative stated the backstop fell on the table and not in the patient. These issues only extended the surgery time fifteen (15) minutes; the sales representative was not present. All devices were discarded by the customer. Please see also medwatch reports 1221934-2018-50767 and 1221934-2018-50770.